Manufacturer narrative:
Adding remedial action information and correction/removal reporting number.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to femoral neck failed breaking into two pieces. (Right hip).